Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced recurrence, revision. After the original procedure, additional potentially related procedures were performed, including revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrence. Treatment included revision of the mesh one year after implant. During the revision, scar tissue was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: regulatory report #9615742-2018-01172 sent on 11/11/2019 stated this event was no longer reportable. However, a review of additional information received on 06/12/2023 determined this is now a reportable event, too which it was captured under regulatory report #9615742-2023-01687. Then additional information was then received on 26/03/2025 that determined the mesh was correctly reported under the implant date in regulatory report #9615742-2018-01172. Therefore, this regulatory report is being re-opened and all additional follow-ups will be captured under this report. All fields of this report have been updated and corrected to reflect the case as described to us by the customer. Additional info: a4, b5, b7, d8, e1 (street 1, city, region, postal code), g1, h6 (patient codes), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced recurrence, scar tissue, chronic pain, hematoma, inflammation, adhesions, obstructions, edematous omentum. Post-operative patient treatment included revision of the mesh, medication, hernia repair with sutures, scar tissue mesh excised.

Manufacturer narrative:
Additional information: a4, d4 (UDI), g1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
New information shows that the product within this report was not used or otherwise involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.